Manufacturer narrative:
The indeflator was returned for analysis. The reported leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified three other similar incidents from this lot. The investigation determined the reported difficulty appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. E1 :phone number h6: device code: 1069 - removed.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in an unspecified vessel. The indeflator was used during the procedure. It was noted that during inflation of an unspecified balloon dilatation catheter, the balloon was unable to expand due to a leakage between the gauge / housing and hose assembly of the indeflator. A second indeflator was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.